Event description:
It was reported during catheter placement, the guide wire became stuck in the introducer needle. When the clinician attempted to remove the wire it was deformed and remained stuck obliging a little incision on the skin in order to remove everything. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.